Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the tissue pads fell off due to the following: 1. The tissue pad was worn and partly peeled off because the gripper was closed, and ultrasonic waves were activated when nothing was gripped between the gripper and the tip of the probe (including after the tissue had been cut). 2. The tissue pad was cut and part of it fell off due to the load applied to the peeled off tissue pad. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation. It was observed that the tissue pads were worn, some were peeling off, and some were falling off. The missing tissue pads were not returned. It was determined that the tissue pad fell off due to the following probable causes: the tissue pad was worn and partly peeled off because the gripper was closed and ultrasonic waves output was activated when nothing was gripped between the gripper and the tip of the probe (including after the tissue had been cut). The tissue pad was cut and part of it fell off due to the load applied to the peeled off tissue pad. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported to olympus on behalf of the customer that the tissue pad of the sonicbeat 5 mm, 35 cm, front-actuated grip came off and fell outside the patient's body during a laparoscopic cholecystectomy. Consequently, the operator stopped using the device and the procedure was converted to open surgery. There was no further harm or user injury reported due to the event.